Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging that the patient¿s one ultramini meter read inaccurately high compared against another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue started on (B)(6) 2013 at 8:00 p. M. When the patient obtained a blood glucose reading of ¿200 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (unknown type, self adjuster). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading obtained with the subject meter. The reporter claimed, fifteen minutes after the alleged issue occurred, the patient developed symptoms of ¿sweaty, incoherent, and lethargic¿. The reporter stated emergency medical services (ems) was contacted and at 8:30 p. M. The patient was tested on another device (unknown type) and obtained a blood glucose result of ¿11 mg/dl.¿ ems treated the patient with IV glucose. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.